Event description:
It was reported that embolization and patient death occurred. A left atrial appendage closure procedure was taking place. A watchman access system was positioned and a 24mm watchman flx closure device was implanted after meeting release criteria. Approximately 10-15 minutes after release, the closure device embolized to the left atrium and then immediately to the mitral valve. The patient became hemodynamically unstable, experiencing hypotension. Multiple attempts were made to snare the closure device without success and the patient experienced some blood loss. The patient was transferred to a different hospital for thoracic surgery. The closure device was explanted. The patient died overnight. Per the physician, the official cause of death was cardiovascular failure.